Event description:
Connectors from vamp (venous arterial blood management protection) set disconnected twice causing the patient to lose a fairly large amount of blood. The second time this happened was very concerning considering that the fittings were manually tightened and double checked after the first incident occurred. Hemoglobin/hematocrit remained stable. No transfusion required as per chart. No serious outcomes noted as a result of this device failure.